Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal perforation ('posterior vaginal wall perforation'), pelvic pain ('pelvic pain/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included chlamydial cervicitis in 2009, multigravida, parity 4, abortion, depression and anxiety. Concurrent conditions included cervical dysplasia, polycystic ovarian syndrome and obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced vaginal perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (dilation and curettage on (B)(6) 2013 and salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the vaginal perforation, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for vaginal perforation with essure. The reporter considered abdominal pain, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain: yes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal perforation and pelvic pain". Lot number : b66018 production date 2013-08-29 and expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal perforation ('posterior vaginal wall perforation'), pelvic pain ('pelvic pain/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included chlamydia trachomatis infection of lower genitourinary sites in 2009, multigravida, parity 4, abortion, depression and anxiety. Concurrent conditions included cervical dysplasia, polycystic ovarian syndrome and obesity. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced vaginal perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (dilation and curettage on (B)(6) 2013 and salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the vaginal perforation, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for vaginal perforation with essure. The reporter considered abdominal pain, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: received treatment for pain: yes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal perforation and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet and medical record received. Per pfs following events¿ abnormal bleeding (vaginal, menorrhagia), vaginal pain and patient did not undergo an essure confirmation test¿ were added. Per medical record event¿ vaginal perforation¿ was added. Patient¿s demographic, medical history and concurrent conditions and essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: received treatment for pain: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information added. Previously reported event injury were updated to pelvic pain, abdominal pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.